Manufacturer narrative:
The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while flushing a patient¿s line, the end of the interlink® syringe cannula broke off into the cap of the line. There was no report of injury or medical interventions.

Manufacturer narrative:
Results: investigation results: ten samples were returned. The defect was confirmed based on the samples. DHR review: molding batch 5345730 had 97 visual inspections performed on 12,416 parts with zero defects noted. Qn review: no notifications were written for this batch. Possible root cause: after consulting with one of our molding engineers. The most probable root cause is the possibility that the material was too cold when injected into the cavities causing a weak spot between the ribs and the cannula.